Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the unknown mesh was implanted. It was reported by the patient that the mesh eroded in her body, broken into pieces and migrated into her organs. As per patient, the end wire of the mesh has cut through her vagina wall and it is protruding into vagina. The patient feels that the mesh entered a bladder and she is experiencing urge incontinence, problems urinating and emptying bowels. The patient¿s stomach is swollen and distended, and she feels something sharp under her skin. The patient is waiting for mesh removal and experiencing severe pain and disability. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/20/2019.